Event description:
During a pre-use check the vent was pressure limiting, had an acrid odor, a high airway pressure alarm plus a sputtering sound. No patient injury. Air gas module was isolated by borrowing parts from another unit.